Event description:
As reported, set pump univ. Drops asv 123in 22ml prim vol 24ea/ca. Air in line and downstream occlusion alarms. See checklist. From checklist: air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. No visible bubbles, alarm re-occurs. Downstream occlusion alarm. Tubing clamps were open and there were no kinks in tubing, alarm reoccurrs tubing properly loaded one more time, the pump and tubing have been replaced.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Two photographs were submitted for evaluation. Upon evaluation of the photographic evidence, bubbles were noted inside the tubing. The defect of air in line is confirmed. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.